Manufacturer narrative:
The thermogard ivtm console (s/n (B)(6)) was evaluated at the customer site. The customer's reported complaint that "the thermogard xp ivtm system displayed tcmid:02 (ce danfoss error) error message" was confirmed based on the event log review but not during functional testing. The thermogard system functioned as intended during testing, and the reported tcmid:02 error was not replicated. During visual inspection, there was no physical damage observed on the thermogard console. A review of the system's event log showed multiple tcmid:02 (ce danfoss error) error messages around the customer's reported event date; thus, confirming the reported complaint. The root cause of tcmid:02 was due to a defective danfoss controller module. To address the reported intermittent tcmid:02 error messages, zoll service personnel replaced the danfoss controller module, likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in june 2012 and is 9 years old, well past its service life of 5 years. The ivtm thermogard console passed functional testing without any fault or error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
Customer reported that the thermogard xp ivtm system (serial #: (B)(4)) displayed error message "tcm ID:02" (ce danfoss error). It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.